Event description:
It was observed that during the device evaluation, the subject device exhibited nozzle has foreign objects. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, the type of the foreign material could not be identified. A definitive root cause could not be established. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif-1200n series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-1200n series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.